Manufacturer narrative:
The stm observed that the fiber optic connector was broken and replaced the damaged fiber optic sensor extension cable assembly. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement and no adverse event was reported.